Event description:
Boston scientific received information that during the implant of this pacemaker, noise was noted on the right ventricular (rv) channel. The noise occurred randomly and could be recreated with pocket manipulation. The pocket was reopened and the rv lead was disconnected and reinserted into the header. Noise was again observed and was still able to be recreated with pocket manipulation. The device was not implanted and was returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the pacing and sensing functions of the device were verified to be operating normally. Review of evidence submitted by the field indicated that the noise on the ventricular channel was consistent with temporary body fluid infiltration through the seal plug, coupled with air escaping the seal plug. Setscrew seal plugs are designed to permit setscrew wrench insertion yet prevent body fluids from entering the header cavities. If an accessory sensing pathway is present due to fluid intrusion, there is a potential for oversensing and, thus, inhibition of pacing or delivery of inappropriate therapy.